Event description:
Additional information received reported that the patient had presented to the acute care on 2015 (B)(6) and had a colonic seizure. It took a couple of days, but eventually they determined that the patient's pump was not working. The patient had a history of copd, degenerative arthritis and depression. The patient's pump was replaced on 2015 (B)(6).

Manufacturer narrative:
Analysis of the pump found pump battery with high resistance.

Event description:
It was reported that an alarm was heard and confirmed by telemetry. It was stated that the patient or caregiver had heard the alarm and requested a consultation but apparently it took a few day before the patient was seen. Telemetry confirmed a critical alarm was occurring due to "reset occurred - low battery." The logs show that a "reset occurred, reset occurred- low battery and pump in safe state" occurred on 2015 (B)(6) at 13:03. The logs also showed a "pump in safe state" occurred on 20115 (B)(6) at 08:14. The manufacture representative reported that the safe state did not occur while updating the pump, it occurred at 13:03 and the last bolus was at 12:00. The pump was programmed into a flex mode with delivery in periodic bolus pattern. The basal rate was 32.5mcg/hr, the boluses were 133.1mcg each over four minutes, every hour hours starting at midnight. The patient was in the intensive care unit (ICU) in "status epilepticus" and on a ventilator. The patient had symptoms of seizures. The patient's status at the time of report was "alive- with injury." The plan was for emergency pump replaced and surgical intervention on 2015 (B)(6). Additional information received reported that the patient was still in the hospital but since the pump replacement, was no fully alert and "conversive." The spasticity seemed to be under control. The pump system was infusing gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received from the nurse at the healthcare provider's (hcp) office. The nurse reported conflicting information stating that the patient had never had to be on a ventilator and whoever told us that, was mistaken. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.